Manufacturer narrative:
Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject z95l device [serial no. (B)(6)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi conducted a visual inspection of the returned handpiece and observed that the bur returned together with the handpiece was deformed. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi measured the diameter of the working portion of the bur used at the time of the event and observed a value out of device specification. - the diameter of the working portion: 3.534mm (specification: 2.00mm) b) nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi did not observe any abnormalities. C) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi identified that the cause of the reported patient's injury, based on what nakanishi observed in the visual inspection, was the use of the out-of-specification bur, which caused abnormal vibration during cutting. B) misuse by the user led to the above issue, which contributed to the reported injury. C) in order to prevent a recurrence of the patient's injury, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of using the device as instructed in the operation manual.

Manufacturer narrative:
The same adverse event in this report has been reported to the FDA separately by the distributor, nsk america corporation, under report number 1422375-2024-00017. The dentist refused to provide the patient's ethnicity and race.

Event description:
On june 18, 2024, nakanishi became aware of a patient injury caused by an nsk handpiece through a complaint input into the complaint database by a distributor (nsk america). Details are as follows: the event occurred on june 6, 2024. A dentist was performing an occlusal adjustment on tooth number seven of a patient using the z95l handpiece (serial no. E2191881). During the procedure, suddenly the bur bent itself over with centrifugal force striking the tooth and shattering it. The dentist treated the broken tooth at the time of the incident by placing a direct pulp cap on the damaged tooth and restoring it with composite. According to the dentist, the patient will likely require endodontic treatment or extraction in the future because of the damage to the tooth.